Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative that the nurse reported the patient had intermittent control over parkinson's tremors. The nurse sent three interrogations; the first time, the battery voltage was at 2.66v, and the status was at eri, the second interrogation, the battery voltage was at 2.72v, and the status was eri; the third interrogation battery voltage was 2.12v, and the status was eri. The caller indicated that they provided historic impedance values from the past year, which show a 400 ohms decrease in bipolar and a 70-80 ohm decrease in the monopolar pairs. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller inquired battery calculation estimate. Battery calculation: 4.5v pw: 100us rate 160hz therapy imp: 911ohms eri: 20.46months eos: 23.46months 4.5v pw: 120us rate 160hz therapy imp: 936ohms eri: 17.95months eos: 20.95months. During the call, the rep said that the md had replaced the extension at the last battery replacement because they thought there was some impedance issue that originated with the extension. The caller indicated that they read this information in the medical notes that were provided to him today. The caller did not have other details about the system's status at the time of the extension replacement. Additional information received from the manufacturer¿s representative (rep) reported the patient as showing ¿irregular battery readings¿ and the implant as ¿jumping from eos to eri.¿ the implant was at 2.77 v, and the battery didn¿t drain rapidly. The rep had historical impedance values of 911-972 ohms. The rep had the patient do a different range of motion when running impedances, but they didn¿t find a short. It was noted that over time bipolar impedances dropped 200-300 ohms. Battery calculations showed: eri 20 months, eos 23 months 4.5v 120usec 160hz 910 ohms 24-7, eri 17 months, eos 20 months 4.8ma 160hz 120usec 910ohms 24-7, eri 16 months, eos 19 months 4.8ma 160hz 100usec 910ohms 24-7, eri 19 months eos 22 months. The rep would send a file related to this and the device when replaced. Additional information was received from tss, adding the correct calculations due to the previous follow-up data input being I ncorrect: 4.5v 100usec 160hz 910 ohms 24-7 eri 20 months eos 23 months, 4.5v 120usec 160hz 910 ohms 24-7, eri 17 months eos 20 months, 4.8ma 160hz 120usec 910ohms 24-7 eri 16 months eos 19 months, 4.8ma 160hz 100usec 910ohms 24-7 eri 19 months eos 22 months. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the battery voltage measurements wasn¿t determined. The battery was replaced as the device was at end of service. It was unknown if the patient¿s symptoms resolved as the tremor issue was probably more due to the fact the battery had drained versus the impedance issue. The current impedance values were unknown, but were similar to pre-operative values with the older device.

Manufacturer narrative:
H3: product ID: 37603 s/n: (B)(6). According to the decoded data, the device reached eri on (B)(6) 2023 and eos on (B)(6) 2023, resulting in an actual lifespan of 1.53 years¿within the expected range. The data indicates normal battery depletion, suggesting that the device may have reported inaccurate values to the programmer in the field. However, this behavior was not replicated during laboratory testing and could not be further investigated. A firmware anomaly was identified: when the device reaches the eri trip point, eri does not activate until eos is triggered, at which point both activate simultaneously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.